Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, f/u imaging showed a distal type I endoleak with no evidence of aneurysm enlargement. On (B)(6) 2012, the pt underwent a procedure to repair the distal type I endoleak. It was reported that due to insufficient device oversizing, the contralateral leg component had migrated proximally approx 4 cm up to the aortic bifurcation, which subsequently caused the distal type I endoleak. Two add'l contralateral leg components were implanted in the right common iliac artery to treat the endoleak. The endoleak was resolved, and the pt tolerated the procedure.